Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was attempted implant due to product performance issue. A transvenous system was implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited poor sensing once implanted. The screening had showed 2 vectors passing but once implanted the r waves were too small for proper sensing in all but the alternate vector. This was not acceptable to the physician so the electrode was re-tunnel led to closer to the device (more left lateral to the sternum. This then passed in 2 vectors and then with another test only passed again in the alternate vector. This was not acceptable to the physician and decided that the safest option for the patient was to remove the s-ICD system and implant a transvenous device. No adverse patient effects were reported.